Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at th12-il due to degenerative lumbar spondylolisthesis. Intra-operatively, the set screw head which was broken off did not enter the driver, and it remained in the patient¿s body. The issue was noticed at the time of counting after breaking off. It was requested to check the x-ray image before wound closure, and the set screw head was found and was removed. There was a delay of less than 60 minutes in overall procedure time as the result of this event. Connector addition was performed as a result of this event. The patient issue was resolved. There were no patient complications as the result of this event.